Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors are engaged during the tigerpaw system ii two devices use. The third tigerpaw system ii device was successfully used to complete the procedure which resulted in couple of minutes delay. There is no pt effect. There is no blood loss as a result of the reported issue. The tigerpaw system ii devices were used during cardiopulmonary bypass procedure.